Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete r wave measurement. It was noted that r waves were being sensed properly. Troubleshooting was unable to resolve the issue. A different model programmer was used to complete the measurements. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.